Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use a routine check, the cs300 intra-aortic balloon pump (iabp) ECG waveform not showing properly. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The iabp was returned to the customer in good working condition.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) ECG waveform was not showing properly. There was no patient involved.